Event description:
On 09/11/2007, the pt reported that the piston rod of her infusion device became stuck and she was only able to retract it half way. She stated that, the infusion device was making a "clicking" sound during the retraction process. She stated, that "a long time ago" less than half a cartridge of insulin spilled into the cartridge compartment of her infusion device and she used a hair dryer to dry the insulin from the device. She was advised that crystalized insulin in the cartridge compartment may be the cause of the piston rod issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.